Manufacturer narrative:
Visual inspection under 30x magnification also indicates outer polyurethane insulation laceration approx 16cm, proximal of the fixation helix housing electrode tip. X-ray of lead distally confirms no j stiffener wire discrepancies.

Event description:
Device analysis is provided.